Event description:
Implant duration: ~ 11 months. Site: abdominal wall. Reason for implantation: abdominal incisional hernia. Reason for removal: infection. Gross. Specimen consists of a circular, whitish, opaque biomaterial measuring 4 x 4.5 cm. Numerous, green sutures are observed along edges of biomaterial. Two large blue sutures with multiple throws are observed in one region among green sutures. There is no tissue attachment to either surfaces of biomaterial. Brownish mottled regions are observed along one surface, toward edge of green sutures. A few yellowish regions measuring 0.3 cm in diameter are observed. Three fragments of skin and subcutaneous and adipose tissue are included within specimen container. An indentation is observed within soft tissue of skin, coresponding to umbilicus. Four sections of specimen are submitted for histological analysis. First four sections are taken from biomaterial and include are of yellowish discoloration. Fifth section is a suture with numerous suture throws. Sixth, seventh and eighth section are of skin tissue around umbilicus region. Microscopic. Dualmesh biomaterial is infected with gram-positive bacteria. Gram-positive bacteria are apparent among necrotic debris at suture sites, where necrotic cellular exudate is observed. Further gram-positive bacteria are also observed between filaments of multifilamented suture. There is no tissue attachment to dualmesh biomaterial. Bacteria ae scattered throughout interstices of implant. Bacteria are also found in necrotic celluar exudate along external surface. A neutrophilic infiltrate is observed in these regions. A fragment of unbilicus tissue shows a normal squamous epithelium. However, scattered within dense fibrous tissue and into deep subcataneous tissue are focal inflitrates of lymphocytes and plasma cells. Neutrophilic infiltrates are observed at region where soft tissue has been excised. A fistula is observed along one region of umbilicus. Epithelial erosion with degeneration of subcutaneous tissue is found in this region. Walls are lined by chronic inflammatory infiltrate consiting of lymphocytes and plasma cells. Edema and neutrophils with occasional necrotic celluar debris is observed wihin deep subcutaneous tissue in this region. Bacteria are not observed within this soft tissue. There is no evidence of calcification. Impression. Dual/mesh biomaterial shows widespread infection with gram-positive bacteria. Bacteria are observed within interstices as well as at suture site and necrotic cellular exudate around suture. Further bacteria are also observed between filaments of multifilamented suture. Soft tissue around umbilicus shows a fistula with a focal region of epithelial erosion. Walls of fistual are lined by a chronic plamacytic and lymphocytic infiltrate. However, bacteria are not observed within this soft tissue.